Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels in the 50s-60s (mg/dl) during the evenings. Reportedly, customer's health care physician (hcp) increased the basal insulin rate and contact believes that it may now be too high. Customer consumed juice to treat bg levels. Contact stated that they have contacted customer's hcp to discuss the issue.